Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected failed battery test or battery failed alert noted during testing. Device passed the keypad voltage test. Device received with cracked pillowing keypad overlay, minor scratches on case and label damage. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were unresponsive and also had no delivery alarms it was reported that they had rejected battery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.